Event description:
Litigation information received where attorney alleged that pump was repositioned and refilled approximately two months ago. Patient died the next day. Coroner states cause of death 'acute' morphine toxicity.